Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a update to a previously submitted report. H4 mfg date updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely damage to the scope connector led to the malfunction. The event can be detected/prevented by following the instructions for use which states should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope produce a distorted image. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using the device with a slight delay and no reports of patient harm.